Event description:
It was reported the patient attempted to activate a pod and it was unable to connect to the controller. The patient was vomiting so the patient's mother gave a correction bolus with an insulin pen and drove the patient to the clinic. The nurse attempted to connect a pod, it double beeped when filled with insulin but continued to beep and would not connect to the controller. This occurred with five pods. The nurse power cycled the controller but it did not work. The patient's blood glucose levels rose above 250 mg/dl. The patient received a total of 4.5 units of nova rapid insulin via injections as well as 10 units tresiba insulin for basal insulin for treatment. The patient was released after four hours.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical intervention and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.